Manufacturer narrative:
Patient age not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was unresponsive when attempting to close the gantry doors, the doors were closed but the pendant stated the gantry was open. When prompting the system with the door open button, the imaging system was unresponsive and there were no indicators the doors were attempting to open. Rebooting the imaging system restored functionality and the facility continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.